Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller is the nurse of the end user and states the brakes are loose on the wheelchair, not able to provider a serial number only model and end user has had chair since 2012.